Event description:
Report received of blood loss. The nurse had connected the transducer tubing set to a gemini imed intravenous pump and the connection was not "tight enough". There was a back up of an unspecified amount of intravenous fluid and blood loss from this connection. The patient was transfused of an unspecified amount of blood due to the loss. Though requested, no additional information was provided. There were no reported adverse patient sequelae.